Event description:
Physician was attempting to remove the second of two acumed screws, when the tip of the screw driver broke into several pieces landing in the joint. Physician used the shaver and grasper to remove the broken pieces and used a c-arm to assure all pieces were accounted for. This driver was part of a kit. Failed product was returned to conmed and to acumed for failure analysis.